Event description:
It was reported that the visual inspection of a returned companion sample, identified that a misassembled-vented pull cap was loose in the sealed pouch. There was no patient involvement, injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A sample has been received and a complete evaluation of the device is yet to be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An evaluation was performed on a returned companion sample. Functional tests, including leak, clear passage, and clamp function testing were performed with no issues noted. A visual inspection was performed with the naked eye and under microscope and found a vented pull cap loose in the sealed pouch. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the reported problem of misassembled was verified via the visual inspection; however, a cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.